Manufacturer narrative:
(B)(6). Occupation - clinical engineer the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the tape on the intra-aortic balloon's (iab) outer box is difficult to peel off. There was no reported injury.